Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported that the customer was in the hospital due to hypoglycemia on (B)(6) 2015. Blood glucose was 1.6 mmol/l but at the time of the admission it was as 20 mmol/l. Customer was discharged the same day but is still having issues with low blood glucose. The infusion set was changed twice the day of the call and customer was disconnected. Mother was not aware of any physical damage. Device has not been exposed to a magnetic field and settings re correct. It was found that the carelink report was not showing any data for the day of the hospitalization only and the customer was only off the insulin pump from 10am to 1pm. Customer's mother requested the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.